Event description:
During a procedure, surgeon was performing final tightening and the head of the cortex screw broke off leaving the shaft in the patients bone. The screw head was retrieved. Surgeon determined leaving the broken screw shaft implanted in the bone outweighed the risks involved in trying to retrieve the broken shaft. Surgeon was satisfied with anatomic reduction and fixation provided by additional screws. There was no harm to the patient.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.